Event description:
User facility received orders for transcutaneous pacing and attempted to do so. When the first set of defibrillation pads was connected to the therapy cable the pacemaker button was pressed and the monitor responded with a "connect electrodes". User checked the connection to the therapy cable and the connection from the therapy calbe to the monitor, all were secure. The pads were not expired and were noted to have good gel and adhesion to the patient. After checking the connections multiple times the pads were changed and a second set applied. The same thing happened with these pads. A third and final set was finally applied and the same occurred, as a result this patient did not receive transcutaneous pacing. The bhp was consulted and further orders received. Fortunately the patient responded well on their own about 10-15 minutes after the first incident and did not require further treatment.